Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. According to healthcare provider, customer does not metabolize insulin consistently. Sometimes the customer will bolus, or ciq will bolus and the bg does not go down quickly. Other times the bg will drop quickly in response to a bolus. Customer consumed glucose tablet to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.